Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during last fill of peritoneal dialysis therapy. During troubleshooting, it was reported that the supply line of the homechoice cassette and one of the supply bags felt sticky and wet. Renal therapy services (rts) assisted the patient to clear the alarm and disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, it was reported the supply line of the homechoice cassette and one of the supply bags felt wet, which is known to cause this alarm. The cause of the wet line could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.